Event description:
It was reported that the patient experienced peripheral nerve stimulation (pns) in all vectors. The right atrial (ra) and right ventricular (rv leads were explanted and replaced. The patient was stable.